Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced an infusion set tubing was crooked on (B)(6) 2024. No further information available.